Event description:
Caller reported a cgm error and inquired about the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, after which the error code did not appear again. The caller successfully began their sensor session.